Event description:
It was reported that (1) device was used during a sub-total gastrectomy. It was reported by the affiliate that the cdh29 had leakage. A reoperation was created to control leakage. The device was discarded.